Manufacturer narrative:
A complete lead was returned in one piece measuring 46.0 cm. Analysis was normal. No lead anomaly found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13183. It was reported the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was observed the atrial lead was completely dislodged with no sensing or capturing ability and implantable cardioverter defibrillator had evidence of twiddlers. The lead and device were explanted and replaced. The patient was stable.